Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare rep that two bc051 single-heated breathing circuit "heater wires [do] not connect sitting in tubing". No patient consequences were reported.

Manufacturer narrative:
(B)(4). The bc051 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. Method: the complaint breathing circuits were not received by fisher & paykel healthcare ((B)(4)) for evaluation. Without the return of the breathing circuits for testing, it is not possible to confirm the nature of the reported faults. Based on the event description reported by the hospital, it may be possible that the heater wires became open circuit. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. It may also be possible that one of the breathing circuit connections had come loose. The device user instructions for the cautions the user to check that all connections are tight before using on a pt.